Event description:
(B)(4). Also caused fibroids and ovarian cysts. Still being treated for ruptured cysts to this day. Cyst formation in other organs of the body including kidneys. Contributed to worsening of pre-existing condition...resulting in e.s.r.d.

Event description:
(B)(4). Pelvic pain progressively worse over time becoming like labor. Heavy bleeding to the point I could not leave my home. Symptoms led to hysterectomy. Had to have a tubal done after one implant fell out.